Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose level of 480 mg/dl. After a correction, the customer's blood glucose level went down to 327 mg/dl. At that point, a set change was done. They also reported that they received an insulin flow blocked alarm so they gave an injection for food. They changed the set until the insulin pump worked. The customer was placed on hold and when returned to the line, the customer was gone. Troubleshooting was not performed. The device will not return for analysis.